Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged blank display and cosmetic damage located at an unidentified location reported on 12/15/2020. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files shows on 12/11/2021 there was one (1) low battery alert on [104] at 13:06, one (1) off no power (replace battery now alarm) alarm at 23:08, three (3) failed batt test (battery failed) alarms at 23:25, 23:34, and 23:35, one (1) change battery fault (replace battery alert) at 22:37, and two (2) batt out limit (power loss) alarms at 23:58 and on 12/12/2021 there were two (2) batt out limit (power loss) alarms at 00:10 that occurred. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, missing serial number label, damaged display window cover, and pillowing keypad overlay. Customer complaint of the blank display is not confirmed and cosmetic damage is confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump had insert a new battery but display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.